Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture date: electrode belt: 8/29/2014. Monitor: 4/18/2012.

Event description:
A us distributor contacted zoll to report that a patient had passed away on the evening of (B)(6) 2019 while wearing the lifevest. It was reported that ems was called and had cut off the garment and worked on the patient. Per clinical review of the downloaded ECG data, the patient was in ventricular fibrillation (vf) with CPR/motion artifact from approximately 00:12:58 until the device shutdown at 00:27:49 on (B)(6) 2019. CPR artifact, motion artifact, and tactile artifact prevented the device from treated the patient. The device started up again at 00:28:30. The lifevest detected an two arrhythmia at 00:29:52 with response button use. The patient was in vf with tactile artifact. The detection stopped at 00:31:26. Asystole was detected twice at 00:31:27 to 00:33:18. The response buttons were pressed during this time. The patient was in vf with tactile artifact. At 00:34:11 the lifevest detected an arrhythmia. The patient was in vf with tactile artifact until the device shutdown at 00:34:42. The response buttons were pressed during this time. It is unclear who pressed the response buttons. The device properly detected vf, however CPR artifact, motion artifact, and tactile artifact and rb's use prevented the lifevest from treating the patient. The patient subsequently passed away on (B)(6) 2019.